Manufacturer narrative:
The following elements have blank data

Event description:
The urinary catheter tubing where it enters the urinemeter is very soft and bends easily obstructing the flow of urine into the bag. It can be overcome by carefully arranging the tubing, but is a potential problem in that it will obstruct urine flow. Feedback from our clinical nurse specialist: bard has been pretty responsive to feedback, and there are clips on the tubing that we are already supposed to use hold up the tubing to prevent dependent loops and other obstructions that will also prevent this problem as well. I do think mentioning to the staff who care for patients with foleys and having those rounding on foleys be aware of it so they can ensure that this is not happening more will be helpful.